Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had unrelated procedure, and ipg was placed in surgery mode, patient was able to connect the ipg but eventually all the programs and leads were not available to program. Troubleshooting resolved the issue.